Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the (B)(6) 2017 implant date was correct. There were no patient symptoms. At the moment it seemed like a handling problem was the cause of the recharging problems, and there were no obvious technical issues. No x-rays were performed. Recharge details were taken and sent to the manufacturer's technical service and the issue resolved. It was noted that this information was confirmed with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were recharging problems. Since the beginning the patient had difficulties with recharging. Recharging lasted a long time with less effect. This was very inconvenient for the patient. Troubleshooting was performed: took several rechargers, antenna locator etc. The ins did not seem implanted too deep. Recharging details were taken. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred. The patient was alive with no injury. Two different implant dates were reported: (B)(6) 2017. Follow up is being performed to obtain clarification. No further complications were reported or anticipated.